Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled unit (r-unit). A root cause could not be identified. Based on the results of the investigation, it is likely the broken charged coupled device unit resulted in no image being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope displayed no image at all during reprocessing. There were no reports of patient involvement.